Manufacturer narrative:
H6: investigation summary one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Evaluation of the sample received showed separation of the rubber tubing to the drip chamber. A device history record review for model 10013364t lot number 21069694 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 23jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is the lack of solvent between the drip chamber and the tubing. A trend for the misassembly issue has been identified for this product line. CAPA (B)(4)has been initiated. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set was damaged and leaked. The following information was provided by the initial reporter: "I just wanted to report that we are having leak issues and breakage on the chemo regular tubing sets."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set was damaged and leaked. The following information was provided by the initial reporter: "I just wanted to report that we are having leak issues and breakage on the chemo regular tubing sets."